Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient is in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. There was a pinhole located on the proximal end of the distal markerband. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient is in good condition.